Event description:
It was reported that high impedance, undersensing and oversensing on the atrial and ventricular channel were observed. During the revision, hv impedance measurements were checked on the psa and were found to be normal. When the device was reconnected to the leads the same measurements were observed. Hence, the ICD was explanted.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported event was confirmed in the laboratory. Both the sensing and impedance anomalies were caused by a discrepant transistor. However, the failure mode was lost during the analysis and it did not reappear.